Manufacturer narrative:
Manufacturing review: a complaint history review was performed. This is the first complaint reported for this lot number. A device history record review was performed and the lot met all release criteria. Investigation summary: the device was returned for evaluation. The result of the investigation is confirmed for the reported leak issue. The balloon was inflated with water but did not maintain pressure. A rupture was confirmed in the balloon 65mm from the distal tip. It measured 0.75-1.0mm in length. The definitive root cause for the reported leak issue could not be determined based upon the available information. Labeling review: the instructions for use for the bantam pta balloon catheter was reviewed and contains the following information relevant to the reported event: description: visually inspect the packaging to verify that the sterile barrier is intact. Do not use if the sterile barrier is opened or damaged. Do not exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. This catheter is not recommended for pressure measurement or fluid injection. Precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Inspection and preparation: remove the protective sheath by first withdrawing the stylet and then slowly removing the sheath while holding the catheter as close to the balloon as possible. If any resistance is felt, or if any stretching of the catheter is observed while removing the protective sheath, the product should not be used. Reinserting the balloon into the protective sheath may damage the balloon or catheter. Deflation and withdrawal: if resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gently twisting motion combined with traction. (Expiry date: 10/2023).

Event description:
It was reported that during the procedure, the device allegedly leaked. The procedure was completed using another device. There was no reported patient injury.